Event description:
It was reported that post a coronary drug eluting stenting procedure, a pt developed thrombocytopenia. The pt had 9 taxus express2 drug eluting stents placed in unk vessels. The following day the pt developed thrombocytopenia. There was some question if this was heparin induced but it was unk if this was the cause. While conducting follow-up, it was discovered that the pt had expired. The pt had returned to the cath lab the day after the initial implant and the left anterior descending artery was found to be closed. It was reopened using unk treatments. Additional info has been requested.